Event description:
On (B)(6) 2011, patient reported the infusion set cannulas are bent when they are removed on the third day of use. Infusion set insertion device is used to insert the headset. Patient does not have a lot of scar tissue, and there was no report of insulin leaking or pooling at the site location. No occlusion errors were received on the infusion device. Infusion sets were replaced and requested for evaluation. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.